Event description:
Reporter alleged obtaining a result of 120 mg/dl back to back with a result of 300 mg/dl on the aviva system when testing was performed within 10-15 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a result of 120 mg/dl back to back with a result of 300 mg/dl on the aviva system when testing was performed within 10-15 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.